Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On the day of event (04/15/2026), the patient was at a friend¿s house when he suddenly lost consciousness. Prior to passing out, his dexcom continuous glucose monitor (cgm) showed a reading of 157 mg/dl. Because he became unresponsive, his friends called an ambulance. When the paramedics arrived, they checked his blood glucose level and found it to be 36 mg/dl, indicating severe hypoglycemia. He was then transported to the hospital, leaving his dexcom receiver behind, so he was unable to verify the cgm reading at that time. At the hospital, the patient recalled the nurse treating him with (IV) fluids (saline) and was given peanut butter and crackers. The patient was discharged around 7pm to 8pm in the evening the same day. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.